Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. No lot information was reported. Due to the insufficient amount of information available for investigative purposes, the root cause of the tract deployment cannot be determined. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are also indicated as potential adverse events related to the deployment of vascular closure devices.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
The reporter stated that an 18f manta vascular closure device was deployed outside the femoral artery and a surgical cut down was performed immediately to close the vessel. No additional information was available.